Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately tortuous, mildly calcified, 98% stenosed distal circumflex. Pre-dilatation was performed on the lesion with a 2.0 x 20 mm trek balloon catheter followed by stenting with a 2.5 x 26 mm non-abbott stent. A 2.75 x 15 mm nc trek balloon catheter was advanced to the lesion, without resistance felt, for post-dilatation of the deployed stent; however, the balloon would not inflate. Pressure was increased in another attempt to inflate the balloon; however, is still would not inflate. The balloon catheter was retracted from the patient. Once outside the patient the balloon was tested and able to be inflated to 16 atmospheres. Deflation of the balloon was performed; however, deflation was slow taking approximately 1 minute; however, the balloon was fully deflated. No resistance was felt during removal of the protective sheath and no device issue was noted during preparation of the balloon. A 2.75 x 15 mm non-abbott balloon catheter was used successfully to complete post-dilatation. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. On (B)(6) 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on (B)(6) 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.